Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Additionally, multiple cartridge change errors occurred. The customer¿s blood glucose level was 132 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified. Based on the analysis, the alleged fill estimate issue could not be verified; however, a different issue was identified.